Manufacturer narrative:
Trend analysis: trend has already been identified in (B)(4). DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: product was revised due to inflammation, synovitis and elevated metal ion approximately 10 years after implantation. Pictures, x-rays: an ap undated x-ray is available. - signs of osteolysis visible. - cup inclination angle is approx. 40°. - review of x-rays did not lead to new information regarding the reported event. Surgical report: - n/a as there are no surgical notes at hand neither from the implantation nor the revision surgery. Visual examination: - the durom cup shows damage from the revision surgery such as nicks slight scratches. - the porous coating of the durom acetabular component exhibited lack of bone on growth. - on the inner surface of the head adapter surface changes due to fretting corrosion could be found. Conclusion according to the examination performed this issue is known and addressed in cp00000620 (error pattern: corrosion at the stem/taper adapter, lack of bone on growth of the cup, loose cups, pain, osteolysis, milky fluid in the joint space, and higher ion release). At least one of these error patterns is observed in this event. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted ((B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the reported revisions for loose acetabular cups was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 48/42 code h on an unknown side on (B)(6) 2006. The patient was revised on (B)(6), 2016 due to inflammation, elevated metal ions, synovitis.